Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000370 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included a vizigo and the patient experienced hematoma that resulted in case cancellation. While gaining access, the sheaths were mistakenly introduced in the femoral artery instead of the femoral vena. Venous blood was observed during the puncture, which ¿induced the physician into error¿. Patient experienced a hematoma and had discomfort/pain which resulted in the procedure being cancelled. The reporter stated there were no consequences for the patient; however, the procedure was cancelled to prevent further issues. No intervention was provided. However, access was closed, and procedure cancelled. The patient had fully recovered. No extended hospitalization was necessary. The physician¿s opinion is that the adverse event was unrelated to the product and the patient condition.